Manufacturer narrative:
(B)(4). Detailed analysis is being performed on this device. Once analysis is complete, this report will be updated.

Event description:
--

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise oversensing, and out-of-range (oor) impedances of greater than 2000 ohms. A new rv lead was inserted into this pacemaker and oor impedances and noise remained. At that time it was determined that there was a setscrew issue on the chronic device. The rv lead was surgically abandoned, the chronic device was explanted and a new device and rv lead were implanted successfully. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.